Event description:
It was reported that this artificial urinary sphincter (aus) cuff was replaced due to the patient experiencing urinary retention. A larger cuff was implanted as it was a better fit for the patient. No further patient complications were reported.

Manufacturer narrative:
Update to block h6: evaluation conclusion code.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with retention. The device was working properly; however, the 5.0 cm cuff was replaced with a 5.5 cm cuff. There were no other patient complications reported.